Event description:
During evaluation of a returned homechoice device, a high drain error 108 (night drain #8) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 06:47:41. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history log as a high drain 108 alarm; however, the cause could not be determined. There was no non-conforming product found related to this event. The service history review revealed no previous service events that would cause or contribute to the reported problem. If additional relevant information is obtained, then a follow-up MDR will be submitted.